Event description:
It was reported that during the open reduction internal fixation of a radius procedure, the surgeon was malleting the nail into the bone canal of the radius and the inserter for the ti elastic nails broke. The inserter would not tighten. The surgeon was able to use the second set of instruments to complete the procedure with no further problems. No adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and it showed marks of forcible and inadequate use. Hammer blows were visible. The broken t-handle bar was missing. It was determined that the device got damaged during mishandling and forcible use. This complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.